Event description:
Elegance clinical trial: it was reported that a dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2024 as a part of the elegance clinical trial. Treatment of target lesion #001 was performed by dilatation using 6 mm x 80 mm of ranger drug-coated balloon study device. Following post treatment, dilation was performed by using 7 mm x 40 mm non-bsc pta balloon, followed by the placement of 7 mm x 60 mm non-bsc bare metal stent. On (B)(6) 2024, during the treatment of target lesion 001, small dissection was noted in the right superficial femoral artery, which was treated by the placement of a 7 mm x 60 mm non-bsc bare metal stent. On the same day, the event was considered resolved. It was further reported that during treatment of target lesion 001, a small dissection of grade a was noted in the right superficial femoral artery, which was treated by the placement of a 7 mm x 60 mm non-bsc bare metal stent.

Event description:
Elegance clinical trial. It was reported that a dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2024 as a part of the elegance clinical trial. Treatment of target lesion #001 was performed by dilatation using 6 mm x 80 mm of ranger drug-coated balloon study device. Following post treatment, dilation was performed by using 7 mm x 40 mm non-bsc pta balloon, followed by the placement of 7 mm x 60 mm non-bsc bare metal stent. On (B)(6) 2024, during the treatment of target lesion 001, small dissection was noted in the right superficial femoral artery, which was treated by the placement of a 7 mm x 60 mm non-bsc bare metal stent. On the same day, the event was considered resolved.